Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 08/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2015 with the following findings: during testing, the pump powered on with a blank display screen; audible tone and vibration were present upon powering. The complaint of a dim discolored display screen was unable to be tested. The pump was opened and the display screen was found to be cracked. A test screen was placed in the pump and the pump appropriately powered on to the verify screen. Unrelated to the complaint, the battery compartment was observed to be cracked at the threads and moisture was observed in the compartment.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a dim, faded, discolored display screen. The reporter indicated that the screen could no longer be read safely. The reporter confirmed that the issue was not resolved by resetting the pump contrast and confirmed that there was no moisture ingress noted related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.